Event description:
It was reported that the bd bbl¿ mgit¿ mycobacteria growth indicator tube was contaminated with foreign particles. There was no report of patient impact. The following information was provided by the initial reporter: "customer reported a tube with turbidity/particles."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 1133306 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr is reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 1133306 (100 tubes) were available for inspection. No media defects were observed in 100/100 retention samples. Ten uninoculated retention tubes from batch 1133306 were place into incubation to test for contamination. Five tubes were placed into a 20 to 25 degrees c incubator and five tubes were placed in a 33 to 37 degree c incubator for seven days. At seven days incubation, there were no traces of microbial growth in the 10/10 incubated retention tubes. One photo was received to assist with the investigation: the photo shows a partial tube (the cap cannot be observed) from batch 1133306. There does appear to be possible growth in the tube creating a cloudy appearance. Returns were also received to assist with the investigation. One tube from batch 1133306 was inside of a plastic bag received in a shipping box. The media in the tube was turbid. The tube was sent to the ID lab for microbial identification. The ID lab identified the bacterium as species from acinetobacter. The complaint can be confirmed from the photo and the return sample received. A trend has not been identified, therefore, there are no actions planned at this time. Bd will continue to trend complaints for contamination h3 other text : see h.10.

Event description:
It was reported that the bd bbl¿ mgit¿ mycobacteria growth indicator tube was contaminated with foreign particles. There was no report of patient impact. The following information was provided by the initial reporter: "customer reported a tube with turbidity/particles".